Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: this investigation was initiated due to a false susceptible oxacillin (oxa) and false negative cefoxitin screen test (oxsf) on ast-p619 card, which lead to a non-detection of mrsa strain on vitek®2 v7.01. The pcr meca positive confirmed the presence of a mrsa strain. The reference method (agar dilution) gave a susceptible result (0.25mg/l s). Vitek®2 ast-p619 card (customer lot, cl 4990081403 and random lot, rl 4990237103) gave a oxa mic =0.5 mg/l s and oxsf test negative and phenotype "acquired penicillinase". The customer's results were duplicated in-house. The vitek®2 results are in essential agreement comparing to the reference results (oxa ref mic 0.25mg/l s and cefoxitin diameter s). In conclusion, there is the presence of a mrsa strain with a low level of resistance.

Manufacturer narrative:
Device not returned to manufacturer

Event description:
A customer in (B)(6) reported the occurrence of a false susceptible oxacillin result (mic <=0.25/0.5) in association with the vitek® 2 ast-p619 test kit while testing a staphylococcus aureus isolate obtained from a wound. Retest via vitek® 2 ast-p619 (twice) produced the same result. Testing via alternate method (pcr) indicates (B)(6) positive. Pbp2a (alere) indicates positive for (B)(6). The customer stated the discrepant vitek® 2 ast-p619 result was not reported to the physician. The laboratory reported a result of (B)(6). Patient treatment was not delayed or impacted due to the vitek® 2 ast-p619 result. Culture submittals have been requested by biomérieux for internal investigation. An internal biomérieux investigation will be initiated.